Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the 9805p adjustable base of having the right, rear caster break off due to hex bolt damage. A secondary failure was identified that the left, rear threaded bushing was protruding from the leg at a shorter distance than the right, rear threaded bushing.

Event description:
Dealer states where the right swivel caster mounts into the base is stripped and the bolt on the caster is also stripped.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer states where the right swivel caster mounts into the base is stripped and the bolt on the caster is also stripped.